Event description:
Information received indicates that prior to implant the surgeon questioned the color of the glutaraldehyde solution in the contegra jar. The surgeon chose to implant the valve. After implant, the device was intra-operatively replaced when the surgeon questioned the condition of the product tissue. No patient complication has been reported.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event has not been determined; product not returned. Analysis: the product has not been received in manufacturing. A supplemental MDR follow-up report will be sent to FDA with results of the device evaluation, if product returns for analysis. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event and no product return; valve abandoned at implant. An exact cause has not been determined for the reported event.